Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 25 mg/dl. The customer's blood glucose level was 25 mg/dl at the time of the incident and the current blood glucose level 135 mg/dl. The customer¿s other blood glucose level was 106 mg/dl. The customer was treated by food and glucose. Troubleshooting was done for low blood glucose and over delivery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was off insulin pump for more than 48 hours prior to the low blood glucose event. It was also stated that customer was discharged yesterday on (B)(6) 2018 from hospital due to non diabetic related issue.